Event description:
Pt was scheduled for lateral compartment mako plasty of right knee. Mako robotic unit malfunctioned causing a loss of tactile feedback and inaccurate resection volume. Due to malfunction of device, pt's surgery had to be changed intra-operatively to full knee replacement. I had not reported it earlier because I was led to believe it was a bizarre one-time event. However, I have recently received notification from mako company that prior software issues have caused similar problems, so I am reporting now so FDA has more accurate understanding as to the scope of this machine malfunction.